Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "breast mastodynia". "Deformity", "intracapsular hematoma", and "recalled biocell mcghan implants". Device has been explanted. Mastopexy and capsulectomy were performed.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2003. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.